Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had treated with the pump. Troubleshooting was performed. The insulin pump alarmed no delivery. Customer was assisted with 5.0 unit fixed prime and insulin exited. The product was not returned for analysis.